Event description:
It was reported that the customer was unable to prime her insulin pump. The screen would go back to prime menu after pressing the act button to rewind. The customer's blood glucose level was 241 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.